Manufacturer narrative:
(B)(4).

Event description:
During an activa implant procedure, there was lead damage due to overtightening of the depth stop. The exact damage was not reported. The lead was not used inside a pt. Another lead was used and there were no pt injuries.